Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual evaluation showed the two devices were received together and not with any original packaging. The distal plug and proximal anchors are still on the devices with no defect. The top eye half of each of the distal anchors were returned together inside a clear bag. The lower thread half of each distal anchor are in each of the insertion devices. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal plug forward and back on the rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during surgery, a healicoil anchor broke when passing the suture through the anchor and tension. All broken pieces were successfully removed from the patient. Surgery was completed with a back-up device instead in the original bone hole. There was a delay of 10 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).